Manufacturer narrative:
A haemonetics field service engineer evaluated the suspected device and found that the unit meets all specifications, there were no faults observed.

Event description:
On (B)(6) 2019 haemonetics was notified of a donor fatality which had occurred within 24 hours of the donor's last plasma donation procedure, utilizing the pcs®2 plasma collection system. The pcs®2 plasma collection system collected 773ml of plasma with no saline compensation provided to the donor. The plasma collection procedure was discontinued due to a hematoma with a loss of 200ml of red blood cells. The cause of death was reported to be not known, a copy of the coroner's report was not available at this time.